Manufacturer narrative:
There was no patient involved with this concern. No parts have been received by the manufacturer for evaluation. Device not returned.

Event description:
A medtronic representative reported that the site's clamp had a stripped screw. The site had a backup instrument that was utilized. There was no patient involved with this concern.